Manufacturer narrative:
The device will not be returned for analysis as it is discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. The device history records were reviewed and found to be conforming. X-rays were received and will be reviewed as part of ongoing investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient had a revision surgery approximately two months post implantation due to periprosthetic femur fracture. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: bone fracture. Event description: patient was implanted with a biolox head - m/l taper stem on (B)(6) 2018 and underwent revision surgery on (B)(6) 2018 due to periprosthetic femur fracture. During revision surgery, along with stem, biolox head was revised. Review of received data: - radiographic review states the acetabular cup lateral angle of inclination is approximately 40 degrees and anteversion is approximately 34 degrees. Femoral head well centered. Stem in grossly neutral alignment. Potential subsidence noted as femoral neck remnant is short and there is leg length discrepancy, right shorter than left. Bone quality appears osteopenic which is possible contributing factor to fracture. Displaced vancouver a(l) fracture identified (see warsaw case (B)(4)). Primary operative notes ((B)(6) 2018) states post-operative rom was 20 degrees extension, 90 degrees flexion, internal rotation in flexion to 80 degrees, external rotation in flexion to 60 degrees, internal rotation in extension to 15 and external rotation in extension to 10 degrees. Cup placed in approx. 45 degrees abduction and 20 degrees of anteversion. Shell secured with 2 screws. Stem was placed and found to be stable both axially and rotationally. Excellent stability, range of motion and leg lengths found to be equal. No intraoperative complications noted. Office visit notes ((B)(6) 2018) states patient is recovering well post-operatively. Experiencing moderate pain rated 6 out of 10. Unable to tolerate toe-touch weight bearing given pain in upper extremities with use of walker so utilizes wheelchair. Radiographs taken during visit and noted periprosthetic fracture. Loose femoral component along with fracture of calcar and including lesser trochanter. Advised to undergo operation to correct fracture. Revision operative notes not provided at this point in time (see warsaw case (B)(4)). Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Conclusion: patient was implanted with a biolox head - m/l taper stem on (B)(6) 2018 and underwent revision surgery on (B)(6) 2018 due to periprosthetic femur fracture. X-rays were reviewed and identified loose femoral component due to fracture of the calcar and including the lesser trochanter. The femoral stem was replaced with a revision stem and the femoral head therefore swapped. The fracture was cabled with cerclage. No further information is available at this time. During revision surgery, along with stem, biolox head was revised. There were some x-rays received which were reviewed in warsaw in split case (B)(4). Radiographic review states the acetabular cup lateral angle of inclination is approximately 40 degrees and anteversion is approximately 34 degrees. Femoral head well centered. Stem in grossly neutral alignment. Potential subsidence noted as femoral neck remnant is short and there is leg length discrepancy, right shorter than left. Bone quality appears osteopenic which is possible contributing factor to fracture. Displaced vancouver a(l) fracture identified the surgical notes were also reviewed in warsaw in split case (B)(4). Primary operative notes ((B)(6) 2018) states post-operative rom was 20 degrees extension, 90 degrees flexion, internal rotation in flexion to 80 degrees, external rotation in flexion to 60 degrees, internal rotation in extension to 15 and external rotation in extension to 10 degrees. Cup placed in approx. 45 degrees abduction and 20 degrees of anteversion. Shell secured with 2 screws. Stem was placed and found to be stable both axially and rotationally. Excellent stability, range of motion and leg lengths found to be equal. No intraoperative complications noted. Office visit notes ((B)(6) 2018) states patient is recovering well post-operatively. Experiencing moderate pain rated 6 out of 10. Unable to tolerate toe-touch weight bearing given pain in upper extremities with use of walker so utilizes wheelchair. Radiographs taken during visit and noted periprosthetic fracture. Loose femoral component along with fracture of calcar and including lesser trochanter. Advised to undergo operation to correct fracture. Revision operative notes not provided at this point in time. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).